Event description:
It was reported that the patient underwent an l5-s1 minimally invasive tlif from the right using pedicle screws. Immediately post-op, the patient had new left l5 dermatomal pain attributed to a pedicle screw on the left. The screw was removed on pod 2 and the patient's symptoms subsided.

Manufacturer narrative:
A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.